Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), explanted: (B)(6) 2015, product type: extension. Product ID: 3708340, serial# (B)(4), explanted: (B)(6) 2015, product type: extension.

Event description:
Follow up information received reported that a revision was performed on (B)(6) 2015. It was noted that both extension components were replaced and all impedances were reported as normal after the case. If additional information is received, a follow-up report will be sent.

Event description:
The follow up information also reported that the patient was reported to be getting effective therapy following the revision procedure. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient. Product ID 3998, lot# v005789, implanted: (B)(6) 2006, product type: lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
It was reported that the patient minimal coverage on their left side from their implantable neurostimulator (ins). It was unknown what led to the issue as the patient was getting good coverage of their "worse side" (the right) and they did not notify anyone of the lack of coverage in their left side. An impedance check showed high values on electrodes #0-3. The patient was to have the ins replaced on (B)(6) 2015 at which time troubleshooting of the lead <(>&<)> extension components will take place. The indication for use of the device was noted as failed back surgery syndrome. The patient status at the time of report was noted as "alive - no injury". There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information reported that the ins battery was replaced and impedances were still high on one side during the replacement procedure. Since the patient had a surgical lead and the physician doing the replacement was not a surgeon, the patient was to be referred to a neurosurgeon for troubleshooting the extensions and surgical lead. If additional information is received, a follow-up report will be sent.